Manufacturer narrative:
Concomitant medical products: product ID 97745bp, lot# nlh064868n serial#, product type accessory. Product ID 97745 lot# serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said that for the past 4 months their controller was being "quirky" when they aren't even near the controller. Pt said that when they go to bed at night they have their controller set at group b and when they wake up the controller shows them in group a and they didn't change groups. Pt said that the controller will randomly shut off and they will have to reset the controller to turn the controller back on. Pt said that when this happens the controller is charged up. Pt said that they charge their controller and implant battery every night. Pt also said that they will gradually start to be in pain and when this happens they will go check their controller and the controller was shut off and they didn't know that the controller was shut off. Pt said that the stimulation will also be off. Pt said that their implant battery is always charged up because they charge every night and they don't let the implant battery get under 50%. Had pt reset their controller. Pt said that their battery pack contacts looked okay, but the battery pack had what looked like a piece of clear tape on the side of the battery pack. Pt said that they didn't feel comfortable pulling the tape off. Pt said that the controller contacts looked okay. Pt rep got on the phone at one point and said that the white button on top of the controller was working to turn on and off the stimulation and was not damaged. The issue was not resolved. An email was sent to the repair department to replace the battery pack. Pt said they spoke with their doctor and they told them that they needed to get the new style battery pack. Patient was hard to follow at points in the call and seemed confused while troubleshooting the issue. Advised pt to monitor the situation and to contact patient services (ps) if the issues persists after battery pack replacement. Pt was also in a car while on the call so could not do further troubleshooting with the pt.